Manufacturer narrative:
During the evaluation of the device at the MFR's service ctr, "service required" codes were found in the ventilator's downloaded error log. The device's power mgmt board and internal battery were replaced to address the issues.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.